Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of a thoracic aortic aneurysm. The valiant 38x38x100 stent graft was implanted distally and the valiant 44x44x150 stent graft was implanted proximally. It was reported that on the follow-up done approximately three months after the index procedure retrograde type b dissection on the distal side of the valiant 38x38x100 stent graft was observed. The patient received treatment approximately three months later. The physician implanted another valiant stent graft and successfully repaired the dissection. Per the physician, the cause of the type b dissection was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.